Event description:
#Medwatcher #(B)(4). Heavy menstruation with large half dollar sized blood clots, cramping almost constantly, pain with and after intercourse, abdominal tenderness and bloating, quick weight gain, depression, mood swings.